Event description:
It was reported by the pt that she experienced a lack of therapeutic effect. The pt reported that a catheter kink was noted on xray prior to the revision in 2008. Per the manufacturer's representative report, the hcp performed a dye study and no problems were noted. The pt had subsequent buildup of fluid around the pump which required aspiration on two occasions of 4-8 ounces and she feels weak and unable to sleep after the pocket is aspirated. The hcp later reported that the pt had revision of the catheter due to a catheter kink. The pump contained morphine 50 mg/ml - daily dose not reported. The hcp reported that there was no pt injury.